Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that air would enter the syringe when air was removed from the balloon for preparation. The air from the balloon was unable to be completely removed from the balloon. The air was noted to be more than half of the balloon volume. Additionally, steps were performed to ensure the removal of air from the system prior to balloon inflation. The procedure was completed another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 1149 captures the reportable event of balloon failed to deflate. Block h10: a visual examination of the returned complaint device found the balloon did not show visual defects and was in a good condition. Functional analysis was performed, and the balloon was inflated; there were no leaks, holes, pinholes noted and the balloon was able to hold the pressure and deflated. The returned device review (visual, physical, and performance testing) showed no evidence of either the alleged or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that air would enter the syringe when air was removed from the balloon for preparation. The air from the balloon was unable to be completely removed from the balloon. The air was noted to be more than half of the balloon volume. Additionally, steps were performed to ensure the removal of air from the system prior to balloon inflation. The procedure was completed another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.